Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA: (B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. Serial number: unknown/not provided. Model#: unknown, as product serial number was not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: the exact date of implant is unknown. It was stated that the lens was implanted in 2017. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a female patient had a symfony intraocular lens (iol) implanted in 2017. Since then the patient had experienced visual disturbance that she describes as halos and spider webs. Her vision was described as like looking through a kaleidoscope she also experienced eye pain. The lens was subsequently explanted and from that point all symptoms have subsided. This report captures the second explant event. A separate report will be filed for the first explant event.

Manufacturer narrative:
Additional information received reported that the intraocular lens (iol) zxr00 serial number (B)(4) was implanted in the right eye on (B)(6) 2017. The patient reported visual symptoms one day post-op. The lens was explanted on (B)(6) 2018. There was no patient injury, no vitrectomy and no incision enlargement. A monofocal za9003 (diopter unknown) was implanted as a replacement. The explanted lens was discarded. Reportedly, laser treatment was performed on each eye but did not help. The patient commented that her symptoms have gone away post lens exchange, but still does not have distance vision. The distance vision was lost after the initial implant and has not returned. Eyeglasses were prescribed but they do not work either. She will be going back for a new prescription. It was also reported that the outcome significantly affects the ability to perform daily activities. She doesn't drive anymore because of the lack of distance vision. The following fields were updated accordingly: date of event: (B)(6) 2017. Serial number: (B)(4). Model#: zxr00. Catalog#: zxr00u0220. Expiration date: 4/13/2022. UDI number: (B)(4). If implanted; give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. Device manufacture date: 4/13/2017. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it was discarded. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. No similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.